Event description:
The customer reported via phone call that she needs assistance in programming insulin pump. Customer's blood glucose was unknown mg/dl.the customer was assisted with programming basal rates and maximum basal. Customer stated that they have hard time pressing the button. The customer will monitor the keypad issue.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.